Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer placed an order for a gde and cable assembly replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is giving a vent inop after reseating the gde for vte (end-tidal volume) issues. Furthermore, there was no patient associated with this event.